Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge could not be loaded on to the pump completely. A clear o-ring, likely from the previous cartridge, was noted on the pneumatic tap. After the o-ring was removed, a new cartridge was able to be loaded successfully. There was no impact to the customer's blood glucose level. The cartridge cannot be returned for evaluation, as it was reported to have been discarded by the customer.